Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The enteral feeding pump was returned with no specific error reported. Service found the pump had no audible alarm on (B)(6) 2018.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿service technician found the unit had no audible alarm¿. The unit was triaged and the reported condition was confirmed. When the pump was powered on audio was not observed. The device was disassembled and the main pcba was inspected. Component u14 was observed to be partially dislodged. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.